Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 382533. Batch #: 4110702. It was reported by the customer that leaking from catheter identified where catheter material meets plastic catheter hub. Additional information: that is the correct number. No patient harm was done. Just leaking from between the pink hub and the white cathlon.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed and retracted 20ga x 1.00in. Insyte autoguard bc unit from lot number 4110702. A leak test was performed, but no leaks were discovered from the catheter. Microscopic analysis was performed to inspect for any damage, but no defects were discovered. A leak test was also performed on the extension tubing that was provided but no leaks were discovered. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.